Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the closure device was prepared and inserted into the was. When the device was deployed it scratched the laa. This perforation lead to a pericardial effusion with a pericardial tamponade. The physician performed a pericardiocentesis to resolve the effusion. Following this the patient was sent to the operating room for a thoracotomy. The surgeon ligated the laa. The device was never implanted and was retrieved. The patient was awake and doing fine, but still remained in the hospital.

Manufacturer narrative:
Device evaluated by MFR: the return product consisted of a watchman delivery system with the implant outside the sheath. The implant, core wire, tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, tip damage (flared/abrasions), sheath damage (abrasions) and anchor damage. The remainder of the device was found to have no other damage or irregularities.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the closure device was prepared and inserted into the was. When the device was deployed it scratched the laa. This perforation lead to a pericardial effusion with a pericardial tamponade. The physician performed a pericardiocentesis to resolve the effusion. Following this the patient was sent to the operating room for a thoracotomy. The surgeon ligated the laa. The device was never implanted and was retrieved. The patient was awake and doing fine, but still remained in the hospital.